Manufacturer narrative:
H3: device evaluation: lens was returned in a case/vial in liquid, with clear surgical residue on the lens. Visual inspection found the lens haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
It was reported that on(B)(6) 2020 the lens was exchanged with the same model and size but different power lens and that the patient was extremely happy with 6/6 vision. Patient code 3191: no code available (secondary surgery, lens exchange). Claim#: (B)(4).

Manufacturer narrative:
Explanted date: (B)(6) 2020. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+1.5/016 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. The surgeon reports refractive surprise. The cause of the event is reported as unknown. Reportedly, the lens remains implanted.